Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A surgical services manager reported that on an unknown date, an a1000 mayfield base unit broke during positioning of a (B)(6) year old male patient for a cranial procedure. While the patient's head was still being supported by the surgeon, the circulating nurse pushed the lever to secure the frame and the metal broke. There was no patient injury. A 10-minute surgery delay was reported due to the product problem. After the frame broke, a new one was applied and the case proceeded without further incident or patient harm.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No lot number was identified, as such a DHR review could not be performed. Root cause cannot be performed at this time because the product has not been returned for evaluation.